Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer experienced a blood glucose (bg) level between 500 mg/dl and a bg level displayed as "high" on the continuous glucose monitor with high ketones. Cause of bg was unknown. Bg was addressed via manual injection.